Manufacturer narrative:
(B)(4). Analysis summary: the analysis results found that the device was returned with the blade gouged and cracked. The device was noted to have the tissue pad partially detached. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the sigma procedure, no function, generator display shows instrument. The case was completed with the same like product. No patient consequence.